Event description:
5 fr argyle single lumen umbilical artery catheter placed. Two days later, the umbilical artery catheter arterial wave began to dampen. Another infant in the unit was having a similar problem so there was concern that the heparin drips may have been mixed incorrectly. These drips were remixed and hung but this did not solve the problem. The drip on this infant was increased to normal saline with 2 units of heparin/ml at 2 ml/hr. This is twice the normal heparin and twice the normal rate. This kept the line functional until it was pulled five days later. This institution does not normally have this many problems with umbilical artery catheters so a search was done for a common cause for the malfunctioning catheters. The only link was that each of the 3 infants had the same type, size and lot # of umbilical artery catheter in place. All catheters of this type were pulled from stock and the MFR supplied the institution with new catheters from a different lot. There have been no problems with the new lot.